Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver dobutamine with a concentration of 250mg in a 250ml bag at a rate of 235mls/hr, for a routine dobutamine stress echo test. It was reported that ten minutes after the start of the infusion, the rn noted that the patient's heart rate was not increasing as expected. The rn also reported that there was no dripping in the drip chamber and no pump alarm. The pump display indicated that 30mls had infused, but the bag remained full. The tubing was taken out of the pump and was reloaded, and the patient was given 1/2 mg of atropine to increase their heart rate. The rn then re-started the dobutamine infusion, and confirmed drops in the drip chamber. The stress test was resumed and completed without further incident. There were no adverse patient effects. No medical interventions were required. Though requested, no further information was received.